Event description:
Related manufacturing reference number: 2017865-2021-32957. It was reported that the patient presented for follow up with over-sensed noise exhibited by both the right atrial and right ventricular leads. No interventions were made. The patient was in stable condition.